Manufacturer narrative:
Final device investigation found that the device was returned with the obturator in good visual condition, but the seal inside the sleeve was missing. Upon eval, the device was pressure tested and was found to leak. The device history record was reviewed and no discrepancies were found.

Event description:
It was reported that during a robot assisted hysterectomy it was found that there were no internal pieces in the device and that gas leaked. The entire insides of the device were missing and there was nothing to stop the gas from escaping. The device was replaced. There was a four minute delay with no change in patient status. There was no patient injury.